Event description:
It was reported that customer was hospitalized with high blood glucose levels and is actually on drip. Customer's spouse stated that customer had blood glucose over 600 and then 12 to 18 hours later had heart attack. Customer's spouse also stated that after the heart attack customer developed urinary tract infection. Unable to perform troubleshooting pump is at the hospital and spouse at home.